Event description:
It was reported that prior to use on a patient and during boot-up of the cardiosave intra-aortic balloon pump (iabp), the iabp was stuck on the maquet logo screen, and gave an audible alarm after a minute of powering on but would never fully boot up. The customer tried to resolve the issue with several reboots and re-seating the rescue model, but the same results occurred with a high pitched alarm. A new iabp console was put into use using the same catheter, which was already inserted in the patient, and that second iabp console worked fine. The iabp was taken out of service and a service call was placed to getinge technical support to service the iabp. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & conclusion code), h10. The nrc received the power management board from the supplier. The supplier stated "cannot confirm customer defect. Unit booted up properly, unit was not stuck in boot up mode". When the supplier performed a "quick" visual check of the board," they noticed some "corrosion" on components q61,q62,and c9.the supplier replaced q6, q62 and c9 and the board passed testing. The nrc investigated the suspected power management board and no visual damage was observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. Note: the national repair center found no evidence of corrosion on components q61,q62 and c9 on the initial inspection of the board per ipc a-610 standard. If the board had corrosion on it due possibly to a saline spill the corrosion is very difficult to clean off. The national repair center will retain the board then scrap per procedure

Event description:
It was reported that prior to use on a patient and during boot-up of the cardiosave intra-aortic balloon pump (iabp), the iabp was stuck on the maquet logo screen, and gave an audible alarm after a minute of powering on but would never fully boot up. The customer tried to resolve the issue with several reboots and re-seating the rescue model, but the same results occurred with a high pitched alarm. A new iabp console was put into use using the same catheter, which was already inserted in the patient, and that second iabp console worked fine. The iabp was taken out of service and a service call was placed to getinge technical support to service the iabp. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and no visual damaged was observed. The senior repair technician then installed the power management board into the cardiosave test fixture and tested to factory specification per cardiosave service manual. The nrc could not verify the failure of the unit being stuck on the boot up screen and giving an audible alarm after a minute of powering on but will never fully boot up. The board passed testing and it will be sent to the supplier for failure analysis as per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that prior to use on a patient and during boot-up of the cardiosave intra-aortic balloon pump (iabp), the iabp was stuck on the maquet logo screen, and gave an audible alarm after a minute of powering on but would never fully boot up. The customer tried to resolve the issue with several reboots and re-seating the rescue model, but the same results occurred with a high pitched alarm. A new iabp console was put into use using the same catheter, which was already inserted in the patient, and that second iabp console worked fine. The iabp was taken out of service and a service call was placed to getinge technical support to service the iabp. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that prior to use on a patient and during boot-up of the cardiosave intra-aortic balloon pump (iabp), the iabp was stuck on the maquet logo screen, and gave an audible alarm after a minute of powering on but would never fully boot up. The customer tried to resolve the issue with several reboots and re-seating the rescue model, but the same results occurred with a high pitched alarm. A new iabp console was put into use using the same catheter, which was already inserted in the patient, and that second iabp console worked fine. The iabp was taken out of service and a service call was placed to getinge technical support to service the iabp. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The unit was able to boot into the service screen and the fse was able to see the fault logs which were: a startup fault, fault 67, and fault 107. Due to the faults pointing to the front end and power management boards, the fse decided to replace both. After replacement of the front end board and power management board, the unit booted up normally. The fse then performed the transducer, drive regulator, and helium tank calibrations without any issues. Unit also passed all manifolds tests. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective power management board will be returned to (B)(4) for further complaint investigation. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that at boot up, the cardiosave intra-aortic balloon pump (iabp) was stuck on the maquet logo screen, and gave an audible alarm after a minute of powering on but will never fully booted up. There was no patient involvement, and no adverse event reported.